Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose levels of 36 mg/dl. The customer stated the insulin pump was shooting out insulin during the manual prime. The customer stated she remained connected to the insulin pump during the manual prime and received a large amount of insulin.